Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed multiple ¿pump not primed¿ warnings associated with low force readings that did not reach zero. The daily insulin delivery totals were found to be correctly reflecting the user programmed basal rates. The pump performed the rewind, load, and prime steps without issues. The pump was opened and no damage was found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No loss of prime warnings were duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had multiple loss of prime warnings over the course of a week. The reporter stated that the loss of prime warning occurred 8 times on saturday alone. The reporter indicated that blood glucose levels had elevated related to the issue up to 570 mg/dl with large ketones. The reporter confirmed that the cartridge had been changed multiple times including from different boxes but the loss of prime issue continued. This report is made based on the allegation that the patient experienced hyperglycemia associated with the alleged multiple loss of prime warning issue.